Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported a broken haptic of a lens during an intraocular lens (iol) implant procedure. The lens was not implanted. Implantation was postponed for 14 days. The patient was left aphakic.

Manufacturer narrative:
(B)(4).

Event description:
The surgeon stated that the date of event was (B)(6) 2016, which is later than the date the complaint was originally received. The vigilance team suspects that the surgeon wrote the date of event for the second surgery instead of the original surgery. Clarification has been requested.